Event description:
The customer reported that the device is giving a leads ECG not connected message and that they were unable to see the 12-lead waveform. There is no indication of patient impact.

Manufacturer narrative:
(B)(4).